Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 11/22/04, the patient contacted lifescan and reported that her one touch ultra meter was not powering on. There was no allegation of harm or serious injury. The patient's meter had not powered on for a month. Therefore, the last time she was able to test on the meter was a month ago. During troubleshooting, it was verified that the patient was using the correct test strips and that the batteries were installed correctly. The batteries were last replaced less than a year ago. She was tested on another meter with a result of 305 mg/dl. She was feeling dizzy, weak, and her eyes were burning at the time of concern. She went to the doctor's office and the doctor had changed her medication. There is no further information regarding her medication regimen. She was asked to press the power button, but the issue still persisted and the meter did not turn on. Based on the information provided, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. However there is no information to suggest that the patient experienced injury due to the product. A replacement meter and test strips were sent to the patient.